Event description:
It was reported that while inserting an mi60l lens into the patient's eye, the surgeon noticed that a trailing haptic was missing. The surgeon then removed the lens and attempted to implant a second mi60l lens. During the positioning of the second iol, a capsular tear was noticed. The lens was then cut in half and removed and a different model lens was successfully implanted in the sulcus. It is unknown when the capsular tear occurred. This report refers to the first iol used. Additional information has been requested but has not been received. Reference MDR #1119279-2012-00051 for the second intraocular lens. Reference MDR #1119279-2012-00052 for the first delivery device. Reference MDR #1119279-2012-00053 for the second delivery device.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.